Event description:
It was reported through remote transmission that inappropriate mode switching due to far r-wave oversensing was observed. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.